Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of over-sensed noise. The patient then presented in-clinic for lead testing. Isometric testing was performed, and the noise was not reproduced. X-ray imaging was performed, and no findings were made. No intervention was performed and the patient will be further monitored. There were no patient consequences.

Event description:
New information received notes that the episodes of over-sensed noise exhibited by the right ventricular (rv) lead reoccurred. The lead also exhibited under-sensing and low pacing and defibrillation impedance. A fracture was suspected. The lead was reprogrammed. There were no patient consequences.

Manufacturer narrative:
Company representative should be selected in g2.